Manufacturer narrative:
(B)(4). The reported issue of blocked tube could not be confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. The product was received as a complete set, including components such as swivel blue angular connector, swivel transparent angular connector, y connector, intake tube, and a stylet inside the bronchial tube. Visual inspection revealed no abnormality on the returned sample. There were no depressions with sharp edges at the mid-section of the tube, nor any severe dents or kinks that could affect the internal diameter of the lumen. Functional testing confirmed that water flowed freely through the lumens without resistance, indicating no blockage. A device history record (DHR) was reviewed; no issue related to complaint was noted. Therefore, the complaint could not be confirmed. No corrective action is required, as no issue was found with the returned sample. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that prior to use, "the doctor found that the tube was blocked and no water could be drawn out. Change the new one". No patient involvement.

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a.

Event description:
It was reported that prior to use, "the doctor found that the tube was blocked and no water could be drawn out. Change the new one". No patient involvement.